Event description:
The customer sent in a unit to a covidien service center for repair. Upon the evaluation of the unit, a service tech found that the power cord has exposed inner wires.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.